Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the battery depleted prematurely. The rep reported that the patient was using the ins 24/7. The rep interrogated the ins and got an elective replacement indicator (eri) message. The rep reported that the patient would be scheduled for battery replacement. No further complications were reported.